Manufacturer narrative:
(B)(4)

Event description:
A shocking or jolting sensation was reported. The pt indicated a "stabbing" sensation. It was noted that the device was set at 7.9 volts at time of implant. Un-comfortable stimulation was reported with device set to 6.1 volts. Lowering the stimulation to approx 4 or 5 volts, and assessing efficacy was discussed.